Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc confirmed that the device has been used for more than its useful life. Omsc conclude that the reported event may have been caused by the instability of the electrical connections due to the deterioration of the device body and board, because the device had been used for more than its useful life. Since there are no similar complaints and the reported event does not tend to occur frequently, an accidental failure may have caused the defect. Omsc could not confirm the device history record, because the device was manufactured over 15 years ago. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device was returned to omsc for evaluation. Omsc inspected the device and confirmed the following; omsc could not reproduce the reported phenomenon. No abnormalities were noted in the appearance of the device. When omsc connected and operated the device according to the instruction manual, there was no abnormality. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during the transurethral resection of bladder tumor (tur-bt), the monitor screen became black. The user replaced the device to another device and completed the procedure. During the preparation for use before the procedure, the user turned on the device and inspected whether the color bar was displayed, but there were no abnormalities. The device was used with an olympus camera head otv-s7h-1d-f08e. There was no report of patient injury associated with the event.